Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 6 of 7. (B)(6). Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced seven infusion set not adhering events on 30-apr-2024. The set was in use for 2 days. The events occured during past two months. No further information available.